Event description:
It was reported that the cadd remodulin cassette running since yesterday not accepted on both pumps, has no disposable pump won't run alarm, unable to resolve with troubleshooting. Lot number cassette 422003 exp. 10/24/2024. Patient mixed new cassette. No further details given. No injury. Note: lot number 422003 missing digit.